Event description:
End user daughter called stating that her mothers concentrator machine was not working properly. End user daughter is stating that the machine had no lights or alarms. End user daughter is stating that machine was swapped out on (B)(6) and on (B)(6) the end user was taking emt to the ER. End user daughter didn't know what her mothers o2 levels were at. End user daughter wants us to pay for her bills for our unit not working correctly. Dealer stating that the purity on the machine was low, but does not have a range to provided. End user daughter is alleging she needed breathing treatment on the way to the ER, and was in the hospital from saturday (B)(6)to wed (B)(6). End user daughter is stating that she needed more breathing treatments, and blood pressure was elevated because she couldn't breath.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.